Event description:
It was reported that upon inspection and before implant the lead tip was bent and deemed un implantable by surgeon. It was noted that the actions required as a result of the event was a replacement.

Manufacturer narrative:
(B)(4).